Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the adhesive around objective lens peeled due to deterioration or breakage of the adhesive, the additional finding are as follows: the adhesive on the bending section cover had a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, the video connector (slave side) had a crack, the video connector case had a crack, the switch one (sw1) was dirty, and due to a pinhole on universal cord, the water tightness was lost. The following device components were found to be scratched: the bending section cover, video connector (slave side), video connector case, light guide (lg) connector, lg glass cover, sw1, right/left (rl) plate, rl lever, up/down plate, angulation lever, grip, and control unit. The following provides additional information based on the legal manufacturer's final investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. The defective event was presumably caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an air/water leakage from the distal end of the endoeye flex 3d deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and adhesive around objective lens is peeled. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.